Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was admitted to the hospital's trauma center with a blood glucose (bg) level of 40 mg/dl; cause was not known. The customer lost consciousness and was in a car accident, resulting in cracked ribs, a broken bone in neck, and eye lens damage. Glucose was administered by a health care provider to address the bg and the customer underwent eye lens surgery. Customer was discharged the next day with the issue resolved and permanent damage. A replacement pump was sent to resolve the issue.